Manufacturer narrative:
The insulin pump communicated properly with a test transmitter and the glucose sensor simulator. No lost sensor alarm was noted during testing. No lost sensor alarm was noted on the history screen. The insulin pump passed the reset error test and the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump returned an error alarm. Review of the insulin pump's alarm history showed that an additional error alarm was also returned. Blood glucose level was 110 mg/dl at the time of the call. During a follow up call after being sent a new battery cap, customer reported receiving another error alarm. Blood glucose level was 126 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.